Event description:
Gia universal stapler # 030403, lot # n9c0546, would not advance and made a clicking sound.

Event description:
Gia universal stapler # 030403, lot # n9c0546, would not advance and made a clicking sound.